Event description:
Per the audiologist, the surgeon cleaned the pt's implant site to treat an inflammation. Following the surgery the clinic reported being unable to measure impedance values from the cochlear implant. The pt reportedly was hearing well. The pt's device was explanted in 2007 without any prior notification to cochlear. The pt was reimplanted in the contralateral ear during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.